Manufacturer narrative:
Lot m190250, one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the needle tip had broken. Broken fragment of needle tip was not returned, however during the surgery no fragment was left in the joint. All parts of the device remained attached to the device, no fragments were noted missing. The inspection of the device confirmed the device had needle tip break, the needle actuated as intended. All actuating parts of the device are functional. There were no issues found with device when loaded with new cartridge and tested on the meniscus model. Based on the investigation the probable root cause could be due to surgeon cycling the needle too many times, or advances needle without tissue present between device jaws. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy procedure, when deployed, the needle came out broken. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.